Event description:
It was reported the pt's ((B)(6)) lead was explanted and replaced. This info was discovered by the MFR after reviewing the pt's files. The reason for the procedure is unk. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.